Manufacturer narrative:
The insulin pump motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the functional testing including displacement test and verify excessive no delivery alarm due to motor error alarm. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 25 mmol/l. The customer states the drive support cap appears normal and was not exposed to a high magnetic field. The customer states they are able to complete the rewind. Troubleshooting was able to resolve the issue. However the customer did not feel comfortable with the pump. The device will be returned for analysis.